Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. No blank display or button error alarm noted during testing. Insulin pump had unresponsive esc, act and down buttons due to flattened (creased) dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform the stop (idle) current and run current measurement tests, off no power test, self-test, and displacement test or verify failed batt test, battery power loss alarms due to unresponsive button. Pump history download using thds was successful. However, there is no button error, battery power loss, failed batt test alarms in history down load files on event date (B)(6) 2021. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail, keypad trace noted during visual inspection. Insulin pump had cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, broken belt clip slot, stained address/serial number label and stained end cap sticker. The test reservoir locked in place properly and no anomaly noted. No blank display or button error alarm not confirmed. Unable to confirm failed batt test, battery power loss alarms due to unresponsive button. Unresponsive esc, act and down buttons due to flattened (creased) dome switch was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and keypad anomaly. Customer stated they changed battery three times to insulin pump turn on. The contacts on battery cap was neither missing nor damaged. Customer stated that b button was not responding. Customer stated they put the battery and insulin pump blacked out and put a battery in then got battery out limit, failed battery test. Customer was able to successfully clear the alarm. Customer did not receive a request to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.